Event description:
Paramedics attempted to monitor a non critical pt with the device using a 4 wire ECG cable. The device displayed dashed lines for approximately 15 seconds and then normal display was observed. The rptr indicated there was no adverse affect to the pt resulting from the reported discrepancy, due to continued use of the device.